Event description:
It was reported "three way stop cock attached but was not secure. When we tried to aspirate blood, air kept getting pulled in. It turns out the white port was deformed and wasn't allowing for a complete seal. We used a different kit and the three way stop cock wouldn't attach at all to the brown port. Upon further inspection, the brown port was malformed and didn't have the threads." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "unknown". Associated MDR numbers include: 9680794-2025-00636 and 9680794-2025-00637.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided four photos for analysis. The complaint of the luer hub deformed was able to be confirmed by the photos. The proximal and distal hubs had incomplete luer hub threading which is a sign of a malfunctioning defect during the molding process. Definite signs of use were observed. Manufacturing was contacted and confirmed the issue appears to be a manufacturing defect. The luer hubs were not completely formed during the molding process. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "air embolism can occur if air is allowed to enter a central venous access device or vein. Do not leave open needles or uncapped, unclamped catheters in central venous puncture site. Use only securely tightened luer-lock connections with any central venous access device to guard against inadvertent disconnection." The customer report of the luer hub being deformed was confirmed by visual inspection of the customer supplied photos. The proximal and distal hubs had incomplete luer hub threading. Based on the customer report, photos, and comments from manufacturing, it was determined that molding was likely the root cause of this issue. A non-conformance was initiated to further investigate this complaint. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "three way stop cock attached but was not secure. When we tried to aspirate blood, air kept getting pulled in. It turns out the white port was deformed and wasn't allowing for a complete seal. We used a different kit and the three way stop cock wouldn't attach at all to the brown port. Upon further inspection, the brown port was malformed and didn't have the threads." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "unknown". Associated MDR numbers include: 9680794-2025-00636 and 9680794-2025-00637.